Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the instrument revealed that the outer shaft has been retracted by about 11 mm. The stent has been partially released and has fractured in its distal portion. About 135 mm of the stent are still crimped under the outer shaft. The diameter of the outer shaft complies with the specification. Both stent stoppers show compression marks. Also, the proximal end of the inner shaft is compressed. The handle was returned with several parts missing. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. The findings further indicate that the stent pulled in distal direction and eventually fractured during device withdrawal. Review of the production documentation verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.

Event description:
A pulsar-18 peripheral stent system was selected for treatment of a moderately calcified lesion (60 percent stenosis degree) in the right popliteal artery. After insertion in the pre-dilated lesion, the stent was released approx. 30mm but then the trigger was stuck. The stent could be released manually with the secondary release. Finally, the stent was released but shortened about 5mm.